Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working and the button/keypad was unresponsive. Customer went to do a site change and the pump came up with a low battery. Customer put in a new battery and it wouldn't rewind. Customer tried to bolus but the pump had a keypad anomaly. Customer's blood glucose was 13.8mmol/l. Customer stated that none of the buttons are responding. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during our testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.